Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad button has been intermittently unresponsive for the past couple of days. She noted that the down arrow button requires multiple presses and excessive force to obtain a response. The pt stated that the keypad buttons still click and spring back when pressed. She confirmed that the rubber keypad is intact; denied exposing the pump to water and cleaning products; and stated that she wears the pump on her belt with a clip.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that the down arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under all button key contacts.